Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: an empty opened foil and a detached needle and an un-dispensed suture in labeled winding former of product code vcp433, lot # mgz050 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted in a needle. The suture end was examined, and an extreme was severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the performance pull off suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and the reported complaint was observed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mgz050 number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an orthopaedic procedure on an unknown date and suture was used. The needle pulled off during sewing skin in surgery. The fallen piece was retrieved from patient. A like device was used to complete the procedure. There were no adverse patient consequences reported.